Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath was leaking blood. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. Near the end of the procedure it was noticed that the sheath was back-bleeding. An orion mapping catheter was in the sheath at the time of the leak. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Event description:
It was reported that the sheath was leaking blood. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. Near the end of the procedure it was noticed that the sheath was back-bleeding. An orion mapping catheter was in the sheath at the time of the leak. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the returned sheath. Leak and aspiration performance testing of the returned sheath observed the device failed to seal pressure and fluid within the sheath. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath and identified as the primary cause of the allegation. The reported clinical observations were confirmed by the analysis results.